Manufacturer narrative:
The customer¿s report that the silicone segment ballooned was confirmed. The report that the set burst was not confirmed however the set was noted to have been previously separated at the upper fitment. Visual examination showed that the upper retaining ring was received detached from the silicone segment tubing in the package. The silicone segment tubing was received attached to the upper fitment without the upper retaining ring in place. Indentations were observed on the silicone segment tubing indicating the retaining ring was previously attached to the set. The silicone segment tubing had slight discoloration and was weakened just below where it attaches to the upper fitment. Ballooning was replicated when giving an IV push without clamping the tubing above the injection port. The root cause of the ballooning was identified as an IV push or flush being executed below the pump without first clamping the tubing above the injection port.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a balloon in the silicone segment and burst when opened the channel. There is no report of patient harm.